Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "cable fault" message which delayed defibrillation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including defib/pacer stress testing, bench handling, and defib cycling, using the returned multifunction (mfc) cable and mfc receptacle, without duplicating the report. An internal inspection found no discrepancies. The mfc receptacle and mfc cable were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.